Event description:
It was reported that the atrial lead had variable and low impedance after a device change from a pacemaker to an implantable cardioverter defibrillator . The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2013; 5068 implantable pacing lead (B)(6) 1997.